Manufacturer narrative:
(B)(4). The carefusion field service engineer reported to have evaluated the suspect device on-site. The fsr replaced the display and performed the user verification test. The fsr reported the unit is working to manufacturer specifications. The faulty part was sent to the failure analysis laboratory for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the screen blanks out. The issue occurred during patient use, the customer reported no patient consequence is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to the fluorescent light bulb which connects to the lcd display burned out. This issue will be internally investigated within carefusion.